Event description:
Biomedical engineer reported that spacelabs telemetry equipment did not alarm in response to a long pause period of up to 17 seconds. There were no reported injuries.

Manufacturer narrative:
Upon investigation, we have determined that there is a defect that causes the software to lock-up and no longer process data, including critical alarms. As a result, we have added a routine in the software that will detect the software lock-up and generate a high-priority alarm (audio and visual). The user will be directed to a single key in the main ECG menu that will re-initialize the module and resume patient monitoring. Spacelabs installed this software at all other country telemetry sites. This field corrective action was limited to other country as, at that time, there had been no reports of similar issues outside of the other countries.